Event description:
Additional information was received from the patient. They reported that they will discuss removal with the healthcare provider (hcp) soon. When asked what the cause of the ins being in a bad position patient responded "absolutely." Patient is beginning the approval process again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reported that their pain sti mulator had been turned off for months now. Per patient, when the pain stim was replaced, "it was put in a very bad position and gets extremely painful. Patient also mentioned that they were to get surgery to replace the pain stimulator when they found that they needed a pacemaker. Patient stated they will soon ask to have implant be removed completely at a convenient time.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the replacement unit was very badly placed, nearer to the spine which caused severe pain and bruising to the skin around it when the patient leaned back in a chair. Pt noted they were cleared to remove the device when they found out they needed a pacemaker, so they stopped on the implant removal. The device remains in the patient, but they are trying to get clearance for removal again.